Event description:
It was reported that a revision surgery took place (no traumatic event known, pain). Upon receipt of the devices, a stem fracture was detected.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femoral component stem. There is evidence that there was a stem attached to the post of the mrh femoral knee. A material analysis of the small portion of stem remaining in the returned femoral component was examined. From macro features on the fracture surface, the threaded end of the stem broke in fatigue. The clinical consultant concluded that the root cause of failure in this pi case is without doubt procedure-related.the event was confirmed. The investigation concluded that the femoral stem fracture was caused by fatigue. This was due to progressive bone loss below the mrh femoral condylar device as caused by lack of bone reconstruction below the device. There was no evidence of manufacturing or material defects on the device features evaluated.